Event description:
It was reported that the atrial lead exhibited possible noise oversensing and a loss of capture, which was suspected to be related to the patient's medical condition. The patient's medication will be adjusted, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947m implantable tachy lead - (B)(6) 2011.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated out of range/undefined atrial impedances. The analyst noted that the atrial impedance was undefined at (B)(6) 2013.